Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on (B)(6) and performed to specification up to the (B)(6) 2014. During this period an increase in voltage suggests a further pad-pak was installed. On the (B)(6) 2014 the device recorded a failed self-test and nonsensical data during a manual power cycle. The device memory log recorded a "shock key stuck" error on this occasion. Investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual power ups therefore it is assumed the customer returned the device in response to the field safety corrective action or as a result of being alerted to the shock button error. Furthermore, the investigation examined the shock button and found that it was correctly positioned and functioned as expected. The report therefore concludes that the shock button must have been either inadvertently held on by some source i.e. An item placed on top of the device during storage. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.